Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had the insulin pump in her bra outside and she had a button error. Customer's blood glucose was 108 mg/dl at the time of the incident. Customer stated that the keys were unresponsive. Customer stated that she wore the pump in her bra and there was potential sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.